Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. During failure analysis. Inspection of the instrument found a broken conductor wire inside the housing (located at the proximal end) and as a result, the energy functionality of the instrument did not work. This confirms the customer reported complaint. The root cause of this failure is identified to be manufacturing related. A review of the instrument log for the monopolar curved scissors instrument associated with this event confirmed that the instrument was last used on (B)(6) 2021 on system (B)(4). Per logs, the instrument has expired with no usage life remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip was provided for review. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This event is reportable based on the following conclusion: evaluation by failure analysis confirmed that the monopolar curved scissors instrument conductor wire was found to be broken on the proximal end. Damage to the conductor wire at this location could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the failure mode identified through failure analysis could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the monopolar curved scissors instrument would not energize and the issue persisted even after the cautery cord was changed. According to the customer, the back-up instrument could energize. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: there was no issue related to unintended energy discharge or arcing as well as no known involvement of instrument collision on the last known instrument usage.